Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported the vent failed on a patient. The driver stopped for no apparent reason. No compromise to the patient; the unit alarmed and alerted the staff. The patient was quickly switched to another vent. Travis went to evaluated the vent and found that the patient circuit calibration passed, but the performance check did not. Amplitude was low. He went to the driver controller board adjustments and found that when on tp4, could not achieve the 1.3v with the start/stop button depressed.